Event description:
Patient tested on the suspect device with an inr result of 6.0. The lab inr was 4.2. The reporter stated controls were always in range. The device was replaced and requested to be returned for evaluation.